Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged prostate cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged prostate cancer. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention reported by the patient. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported in section e1 incorrectly, which has been reported correctly in this report. Section e1 has been corrected / updated.